Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. However, a getinge service representative reported that the customer called back and stated that the grey transducer cable was found to be the culprit of this complaint. The issue was the transducer cable. The transducer cable was replaced and the iabp unit is working as expected at this time. (B)(6).

Event description:
It was reported that during use on a patient, the arterial pressure for the cs300 intra-aortic balloon pump (iabp) was suddenly lost and displayed a flat line. The customer swapped out the iabp unit then changed out the transducer. It was noted that all connections were tight and that the customer was able to aspirate and flush the inner lumen of the catheter. The customer then hooked the patient up to another transduced arterial line that was known to work but the arterial pressure reading remained unchanged and no pressure deading were displayed. When zeroing the pressure, the iabp unit displayed a direct input but ¿no zero¿ was displayed on the monitor. The customer has requested for getinge to evaluate the iabp units involved. There was no patient harm and no adverse event reported.